Event description:
Medtronic emergency response systems investigated a potential for the pressure release vent in the hardshell carrying case to be blocked by an adhesive used to glue the internal foam cushioning material into the case. If the vent is blocked, the carrying case may develop a vacuum under conditions of a sudden drop in altitude which could make the carrying case difficult to open. There have been no reports of this anomaly occurring in distributed devices.